Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call history anomaly on the insulin pump. Customer's blood glucose level was 30 mmol/l. Customer advised the insulin pump gave a no delivery alarm and they changed out their infusion set three times. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. All operating currents are within specification. The insulin pump was monitored for two days. Several bolus were programmed and delivered. All bolus programmed and delivered were properly recorded at the bolus and daily totals history screens. No unexpected bolus deliveries on history noted. No bolus history anomalies were noted. The insulin pump received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.